Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, it was determined that the infusion pump required replacement of the power filter to resolve the ground resistance issue and calibration issue to resolve the failed occlusion test. The probable cause of the 30 psi occlusion failure is a calibration issue. The probable cause of the ground resistance test failure was determined to be a component failure. CAPA 34 was initiated to investigate the root cause of ground test failure. CAPA-15 was initiated to investigate the root cause of failed occlusion pressure test. (B)(4) .

Manufacturer narrative:
At the time of this report, testing and evaluation of the device have not yet been completed. A follow-up MDR will be submitted upon completion of the investigation and implementation of any additional corrective actions. Reference to complaint #: (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the ground resistance test, measuring 0.483 ohms, which exceeds the acceptance criterion of < 0.1 ohm. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed, and the probable cause was determined to be a component-related issue. Replacement of the power filter module was recommended. The infusion pump also failed the 30 psi occlusion pressure test, recording a pressure of 41.230 psi, which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed; however, the probable cause remains undetermined. No patient or user harm was reported.